Manufacturer narrative:
Other, other text: h6) customer reports that no patient was involved in the reported event.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. A primary audible alarm post error was observed after the pump was powered up. The customer reported product problem was therefore confirmed during the investigation. The error occurred because the speaker was not working. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty speaker was replaced, and the pump underwent routine preventative maintenance. The pump then passed all the functional tests.

Event description:
It was reported that the medfusion pump produced a system failure error. No patient injury or complications were reported in relation to this event.